Event description:
Customer reports to have changed infusion sets several times due to no delivery alarm during bolus delivery. When customer attempted to change batteries and received a battery out limit alarm. After troubleshooting, customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).